Event description:
The complaint states that a transmitter battery issue was reported. It was indicated the patient started their transmitter past the "use by" date which is misuse of the device. Data was provided for investigation. The allegation was confirmed via data as a low transmitter battery. The probable cause of the low battery alert was determined to be a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).